Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site reaction and subsequent scar. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, after approximately 36-48 hours of pod wear on the arm, the skin at the infusion site exhibited redness, swelling, and pus discharge that subsequently developed into a scar. The patient provided a photo of the infusion site showing significant swelling with discharge at what appears to have been the cannula insertion site. No photo was provided of the reported subsequent scar, nor was it confirmed whether permanent scarring was observed. The patient further reported that she consulted her endocrinologist, who advised her to monitor for fever, in which case she should seek medical attention. No in-person medical evaluation or diagnosis occurred. The patient did not report further symptoms or medical intervention.